Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient was at work and started to be shocked from the middle of their back down through their leg so they checked their implant with the programmer and saw eos. The stimulator was working the day before the report and they were assuming they were getting shocked if the rest of the battery was draining down. The patient stated the shocking stopped about a half an hour before the call. It was reviewed that eos was not expected to cause shocking and they should follow up with their healthcare provider. The patient stated they were allergic to titanium and medtronic didn¿t make devices so that they could be covered in silicon like the one they had now so they couldn¿t get another device and was ¿screwed for the rest of their life¿. The patient stated they had a managing physician but was in the process of switching over to a closer to home healthcare provider. The shocking was noted to be sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.